Event description:
Dht placed and cleared by md per kub results. Upon pulling out guidewire of dht the dht curled up into patients mouth requiring dht to be pulled and another placed and another xray.